Event description:
The turbohawk device would not pass through a calcified lesion. A wire was pulled through the side of the device. No injury to the patient was reported. Additional information was received stating: the surgeon explained that he was crossing a calcified lesion when the wire was wrapped around the nose cone of the device. The wire did not break into pieces, but was chewed up. The surgeon was able to pull the wire and the device out together and all pieces were accounted for. The physician lost access, but there was no harm to the patient from this event.

Manufacturer narrative:
A review of the manufacturer records for this device did not reveal any discrepancies relevant to the reported event. Device discarded.